Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient stated that the ok keypad button has been intermittently unresponsive for the past week. She stated that she wears the pump in a case on her belt, and cleans the pump with alcohol wipes.